Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to medtronic¿s international location and is currently in transit to the us manufacturing site for evaluation purposes. This device is used for therapeutic purposes.

Event description:
It was reported that the "tip of a 4mm tricut blade "broke" during a procedure. This is the only information provided and there was also no report of patient impact or injury as a result of this event.